Manufacturer narrative:
The device was returned to olympus for inspection. Device evaluation noted customer issue of button response poor was not confirmed. Evaluation noted the customer issue of white balance sometimes fails to adjust properly was able to be confirmed and found to be due to cut on ccd cable. As stated in section b5, the distal end had a chip. The bending section a-rubber was noted to be broken, adhesive found detached. Based on investigation results, the root cause cannot be conclusively determined, probable cause based on reasonably known information based on device evaluation was due to physical stress. Olympus will continue to monitor field performance for this device.

Event description:
The cysto nephro videoscope was returned to the service center with a report of button response is poor and white balance sometimes fails to adjust properly. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, chip on distal end was found. Additionally, the adhesive on a-rubber bending section was found to be detached.there was no patient involvement.